Event description:
Healthcare professional reported that eight system 1000 machines removed ultrafiltrate fluid faster than intended. The serial number of one of the devices was provided and it's listed in section d6. The other seven serial numbers were not provided. The problem was reported to occur only when using the sodium profiling option of treatment. Some pt's reported cramping and their blood pressure decreased. With normal saline supplement, treatments were continued without sodium profiling and no further problems were reported. There were no pt injuries or medical intervention associated with any of these incidents.